Event description:
It was reported that a patient underwent a pvp procedure. The procedure was completed and all was good, urine clear and patient was in recovery. Approximately 4 minutes post procedure, dark red urine was flowing from the catheter. The physician attempted to stop bleeding with a resectoscope and reportedly tried to cauterize the bleeding, however, the attempt was unsuccessful. The physician reverted to ¿suprapubic cystostomy.¿ the patient has received 8 units of blood and is intubated in ICU. Patient was diagnosed with diffuse intraoperative coagulopathy (¿dic¿). It was further reported the patient remained in ICU and was subsequently released to a medical/surgical unit. The patient has been on dialysis and reportedly, will remain on dialysis for an indefinite period of time.